Event description:
I used renu with moisture loc contact lens saline solution from april of 2005 through may of 2006. After visiting a doctor in may I was diagnosed with fungal keratitis. The doctor prescribed an anti-fungal medication. My sight in my left eye has been impared.